Manufacturer narrative:
B5: the patient experienced peritonitis manifested by cloudy fluid. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Four days after the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (2gm, ongoing, route, frequency and duration were not reported) and tobramycin injection (40mg, ongoing, route, frequency and duration were not reported) for peritonitis. It was reported that the patient's pd catheter has been removed and the patient was switched to hemodialysis (twice a week). At the time of this report, antibiotic treatment was discontinued and the patient has recovered from the peritonitis event. Hospitalization was ongoing due to ongoing hemodialysis. No additional information is available.